Manufacturer narrative:
Additional information was received on november 29, 2017. The patient was an (B)(6) male. The event possibly occurred during the ablation phase. The patient has since fully recovered. A pericardiocentesis was performed and unknown amount of fluid was removed. A transseptal puncture was performed with an unknown needle. The generator was in power control mode. There were no errors observed on biosense webster equipment during the procedure. The physician¿s opinion on the case of the adverse event is that it is procedure or patient condition related. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: thermocool® smart touch® sf bi-directional navigation catheter (model # d134801 lot# 17689478l). Soundstar eco catheter (model# 10439236 serial (B)(4)). Lasso nav 2515 catheter (model# d134301 lot# 17694091l). (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for persistent atrial fibrillation with two thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After transseptal puncture, smarttouch sf catheter # 1 would not zero, even when making no contact. Smarttouch catheter # 1 was exchanged for smarttouch catheter # 2 and the issue resolved. Mapping was performed in the left atrium using smarttouch catheter # 2. Point-by-point pvi was performed on the left pv. During the 6th ablation, the patient became hypotensive and a pericardial effusion was observed via echocardiography. Pericardiocentesis yielded an unspecified amount of fluid. Patient stabilized and the procedure ended. It was noted that ablation was performed with an ablation index (ai) of approximately 350. Physician indicated that causality and time of injury are unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.